Manufacturer narrative:
The reagent lot number was 73362001 with an expiration date of 30-sep-2024. The field service engineer found worn ultrasonic mixers. He replaced the mixers, adjusted the frequencies, cleaned the nozzles on the rinse head, and confirmed the rinse levels and nozzle springs. He successfully performed hardware checks and ran precision testing that was acceptable. The analyzer alarm trace contained abnormal aspiration alarms that were an indication of possible poor sample quality. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 8000 cobas c 701 module. The customer alleged they had three patient samples with an initial result of "5 something mg/dl" and a repeat result from another module of "9 something mg/dl". Specific data was provided for one sample with an initial result of 6.37 mg/dl and repeat results of 8.96 and 8.98 mg/dl. The questionable results were not reported outside of the laboratory.